Event description:
A pt reported experiencing inaccurate erratic results with a profile meter. The patient's blood glucose results were 579mg/dl, 207mg/dl, 199mg/dl. Tests were done within 5 minutes with a difference of 116%. Patient did not experience any adverse events. No further information has been reported. Pt is unable to read the serial # of the meter, because it was erased from the back of the meter.